Event description:
A customer contacted beckman coulter regarding falsely high acetaminophen (actm) results from two different patient samples that were generated by the synchron lx20 instrument. Patient a: an ER patient sample was tested for actm and a result of 179ug/ml was obtained. Patient b: a patient sample was tested for actm and a result of 180ug/ml was obtained. The actm results were reported out of the lab for both patients. The customer placed a fresh actm reagent pack and retested patient a and b original samples for actm. The repeated actm results were "negative" for both patients. (The actual results were not provided) the customer amended the actm results. Based on available information, patient a was given an actm antidote, but there were no adverse consequences.

Manufacturer narrative:
Investigation summary: the actm reagent was loaded at approximately 10:30 pm. The lab was using within-lot calibration option, so this cartridge did not require calibration and qc was not run on this cartridge. The patient samples were run at approximately 11:45 pm. The problem with actm results was discovered a few hours later (at approximately 2am). The customer then performed qc on this cartridge on a different instrument in their lab and the results were "high." A field service engineer was dispatched to the customer's lab. The fse had the customer perform a precision run which was within specifications. The fse followed up with the customer two days after event and the next day and precision was within range. As of 12/18/06, the customer did not have problems with this assay. Based on available information, the customer has disabled the within-lot calibration feature for actm. A compromised reagent cartridge may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.